Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd received one sample. The sample was visually inspected. A plastic green cylinder was found to be lodged inside the luer of the needle. This is likely the core pin (component used during molding) which likely broke off during manufacturing. Conclusion: although the customer's reported defect was confirmed, an absolute root cause for this incident cannot be determined. UDI# (B)(4).

Event description:
It was reported that foreign matter was observed in the 16 g bd¿ needle hub prior to the package being opened. There was no report of injury or medical interventions.